Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Event occurred prior to customer use. Another pump was used. At the time customer started training, customer's blood glucose was 118 mg/dl.